Manufacturer narrative:
The information that provided date of event with the initial report was incorrect. The correct information has been included with this report.

Event description:
It was reported that customer did not allege insulin pump was under delivering. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer went to the hospital for treatment. Customer also stated that they were given insulin for diagnosed the diabetic ketoacidosis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they were hospitalized due to hyperglycemia and dehydration on (B)(6) 2020 with blood glucose level of 628 mg/dl. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer does not allege pump was under delivering. The insulin pump will not be returned for analysis.